Event description:
According to the reporter, "I have a patient who developed an allergic reaction about two weeks after getting a hernia repair with parietex mesh." The patient's rash has resolved with no further concern. Procedure: hernia. During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.